Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that the patient fell in the grocery store on sunday ((B)(6) 2026). They heard something pop, and they didn't think anything of it. The patient stated after their fall, they started going to the bathroom constantly, and they said "something was wrong." They checked their device, and they saw a message that said 'internal device has lost all data' and to contact their clinic. The patient said they called their managing healthcare provider (hcp) and the hcp office told them to call their manufacturer. Patient services reviewed the meaning of the message. The agent also reviewed how a fall could impact the implanted system and the ins battery longevity considerations with the patient as well as the role of patient services and the manufacturer representative (rep) and redirected the patient to follow up with their managing hcp to further address the issue. Patient services provided the patient with the national answering services (nas) number to provide to the hcp if they needed to have a rep come in to check the implanted system. The patient stated they already went to the hospital after the fall and that their care team was going to do more tests. While they ruled out broken bones yesterday, the patient had still heard a pop, and they were still in pain from the fall. The agent advised the patient to follow up with their care team and managing hcp to diagnose the issue and to check the implanted system. The agent documented the reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.